Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017 ,23/apr/2018 , and 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and seroma-late. Device evaluation: visual analysis of the returned device identified a broken shell and others, brown particles on the shell, device to be underweight, and a missing a piece of the shell (0-25%). A microscopic analysis was performed which identified a striated broken on the anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported left side device rupture and ¿inside liquid¿. Device has been explanted.